Event description:
Caller states the aviva meter produced a result of 12mg/dl, but when reviewing in the meter memory, the result appeared as 121 mg/dl. No action taken on either result. No adverse event reported. Requested return of suspect device and replacement was sent.